Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event. When the hp called to speak to the technical service representative (tsr), they explained that they were in drain 5 of 5 dealing with an unrelated alarm. The hp reported that they had a drain volume (dv) which equaled 3600ml and the fill volume (fv) was 2200ml. The tsr bypassed the hp into last fill after the hp felt empty and they were going to continue with the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review was performed and determined that the device was no longer in its original manufactured condition and there were no issues noted associated with the reported issue. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a supplemental report will be submitted.